Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left coronary artery. A 2.75x32mm promus element stent was advanced to treat the lesion. However, the stent struts were lifted and the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left coronary artery. A 2.75x32mm promus element stent was advanced to treat the lesion. However, the stent struts were lifted and the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element, mr, ous 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage. Stent struts were lifted from proximal stent strut rows 11-12. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube, the outer and inner lumen as well as the mid-shaft section found no issues.

Manufacturer narrative:
Device is a combination product.